Event description:
MFR received a call from a rep of user facility on 3/16/00. User facility called to report the following problem: rptr states one infant (set of triplets) had passed away. Grandmother worked for the referral co. Grandmother stated the monitor malfunctioned - no alarm was heard. Rptr went out to the home to pick up the monitor and perform a self-test on the other 2 monitors to ensure functionality. The monitor the deceased was on showed no compliance for 1 1/2 months. The family hooked the other 2 babies up to the other 2 monitors prior to the arrival of rptr. Compliance on these monitors also showed the monitors were not being used. At that time, the grandmother stated the physician told them they did not need to use the monitors any longer. However, the family did not know what the physician's name was that had told them they did not have to use the monitors. (Rptr did not receive an order to pull the units from the home.) In the following days, the grandmother told persons who work at the referral center the father must have done something to the baby/monitor.